Manufacturer narrative:
Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. In this case, the reason for the deployment of a second valve cannot be determined. Attempts to obtain additional details concerning placement of a second valve have been unsuccessful. The cause for the valve in valve could not be determine. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 3.5 years post implant of a 26mm sapien valve the patient received a 23mm sapien 3 valve due to a failed mitral prosthesis.